Event description:
It was reported to boston scientific corporation that a captivator cold snare device was used during a colonoscopy procedure for polyp removal performed on (B)(6) 2025. During the procedure, the snare is not cutting properly, the handle is gritty when opening and the snare is not extending from the sheath. The procedure was completed with another captivator cold snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.